Event description:
It was reported to covidien that some of the led lights were not illuminating on the display. There was no pt harm.

Manufacturer narrative:
Covidien isolated the fault to the front pcb (printed circuit board). The front pcb was replaced and the unit operated properly with no errors. (B)(4).